Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed noise and was hospitalized. At the time of the shock, the patient was sexually active. Provocative maneuvers were performed with a real-time electrocardiogram (egm) and the device data was provided to boston scientific technical services (ts) for review. It was discussed that the alternate sensing vector showed more stable r-wave amplitude measurements and less noise than the other two sensing vectors. The secondary sensing vector exhibited noise, and the primary sensing vector showed reduced amplitude measurements and noise. Potential reprogramming options were provided, as well as a recommendation to perform diagnostic imaging to verify the device placement. Additionally, ts confirmed that the device battery was exhibiting premature depletion. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.